Event description:
It was reported that the patient had no stimulation sensation. This issue started on the day of the report. The patient wanted to turn the stimulation on because they were in a lot of pain. The patient turned up their stimulator to 8.0 and 9.0 amplitude and was not feeling stimulation. The patient was fully charged and had new batteries in the programmer. The patient had no falls or trauma. The patient used the programmer and confirmed that they were 90% charged. The patient¿s stimulation was set at 8.2 amplitude. The patient normally had their device set at 5.7. The patient was seeing a lightning bolt confirming that the stimulation was on. The patient had tried multiple amplitudes but not changing programs. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377775, lot# v015567, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).